Event description:
The customer reported a ventilator experienced a primary alarm failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10 the device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed and duplicated the reported issue. The customer reported that the speaker connector somehow came off the motor controller bed and the connector was reinstalled, and it worked fine. The unit was functionally tested and successfully passed all testing. No parts were replaced. The unit was returned to service. No other anomaly was reported. H11 device use at the time of reported event: the device was in clinical use at the time the issue was discovered. The customer removed the device from the patient without incident. There was no patient or user harm reported.

Manufacturer narrative:
H10 the motor control pcba from the device was returned to the product investigation lab (pi). The pil technician installed the motor control pcba into a pi ventilator to duplicate the reported issue. Visual inspection of the motor control pcba revealed no evidence of damage or contamination. The motor control pcba was tested, and pil was unable to confirm the problem of the primary alarm failure (e/c 1102) was triggered due to motor control pcba. There was no fault found with the returned motor control pcba. H11 updated contact information and contact office entity.